Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. Failure to follow steps/instructions. The device was not inspected prior to use. The device was received. Investigation is not yet complete. A follow-up medwatch report will report additional, relevant information.

Event description:
It was reported that a 2.0x18mm xience pro x stent delivery system (sds) crossed the proximal left anterior descending (lad) artery; however, failed to cross mid lad, moderately calcified lesion due to resistance. The sds was removed without issue. Once outside the anatomy, a stent strut was observed to be flared. Reportedly, the unusual resistance during advancement was thought to have been due to the flared stent strut. The mid lad lesion was treated with balloon angioplasty and another stent. Post procedure, the patient developed angina. Angiography showed a proximal total occlusion due to a dissection of the lad. The lad was re-wired and treated with another stent. The physician assumed the flared stent strut caused the dissection. A clinically significant delay was reported due to dissection. There was no additional information provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported material deformation/bent struts were confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The instructions for use (IFU) everolimus eluting coronary stent systems, xience prox IFU states: prior to using the xience prox everolimus eluting coronary stent system, carefully remove the system from the packaging and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Due to the direction of the stent damage, it is unlikely that the protective sheath would have fit over the damage therefore the damage is not a pre-existing condition. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported material deformation/bent struts, were a result of inadvertent mishandling of the sds during unpackaging/sheath and stylet removal. The reported stent damage/bent struts possibly contributed to the reported dissection however, this cannot be confirmed. The reported patient effects of dissection, angina and occlusion are listed in instructions for use (IFU) everolimus eluting coronary stent systems, xience prox as a known patient effect(s) of coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the proximal left anterior descending total occlusion was due to the dissection flaps.

Manufacturer narrative:
(B)(4).